Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. At the time of the report, the insulin pump alarmed failed battery test. Inserting a new battery into the insulin pump resolved the alarm. Nothing further was reported.